Event description:
While on site to service the laser, the company fse (field service engineer) noted that the gantry moved downward on its own when there was no power to the system. There was not pt involved.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).